Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen tibial component, catalog # 00598003702, lot # 61918298, nexgen lps-flexarticular surface, catalog#: 00596403210 lot#:, nexgen all poly patella, catalog # 00597206532, lot # 62137430, palacos bone cement, catalog # 00111314001, lot # 74624301, palacos bone cement, catalog # 00111314001, lot # 74624301. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00169, 3007963827-2018-00035, 0001822565-2018-00089, 0002648920-2018-00177, 0001822565-2018-01374, 0001822565-2018-01375. Product location unknown.

Event description:
It was reported that soon after initial implantation of devices, the patient began experiencing pain, swelling, difficulty ambulating, audible noise and instability of devices. At that time, tests showed no abnormalities. Approximately three years post initial implantation, radiographs showed confirmation of device loosening and failure. The patient was then revised to address an infection and loosening of components. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable as this component was not removed during the revision procedure.